Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 pocket d5 was failed. A field service engineer upon inspection foil was found across the contacts on the cubie tray and was removed. The station was rebooted, and the drawer was tested using the hardware testing application; all tests passed. The station was fully booted, and the customer was able to recover and complete inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an issue with drawer 4.2 and a door 2 failure. The customer rebooted the device; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.